Event description:
Additional information received reported the patient had a lot of pain with the implantable neurostimuator and did not get any relief.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 1999, product type lead; product ID neu_unknown_ext, serial # (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 1999, product type extension.

Event description:
Additional information stated the patient did not have concerns with her device or therapy.

Event description:
It was reported that a patient was "finally" not getting the relief from a device "that was necessary." The device was removed and the patient used a different pain management therapy. No further information was reported.

Manufacturer narrative:
(B)(4).